Event description:
The customer reported that the unit made a knocking sound and the screen went blank. The biomed rebooted the system and it operated normally and without error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep removed and replaced the hv tank. The system is operating as intended.